Manufacturer narrative:
This follow up report is being submitted to report additional information.

Manufacturer narrative:
(B)(4). Concomitant product(s): a 00875101136, wc xlpe liner, 61898009; 00784801200, modular neck e 12/14 neck taper, 61802812; 00875705401, continuum tm cup, 61887907; 00771300700, modular femoral stem, 61956988. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 00950, 0001822565 - 2018 - 00951, 0001822565 - 2018 - 00949, 0001822565 - 2018 - 00952. Remains implanted.

Event description:
It was reported that the patient underwent left hip arthroplasty. Subsequently, the patient is experiencing discomfort, and the implant "does not seem to stay in place." The patient's hip hurts when walking, sitting, and getting up. The patient started experiencing symptoms six years ago. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.